Event description:
Per physician: unfortunately, this was not my patient, and this was filed sort of incorrectly. The issue is that the filter was fractured, and one piece of thin wire was retained, stented away in ivc.ivc filter placed over 10 years ago, removed (B)(6) 2024. Resulted in ivc pseudoaneurysm and retroperitoneal hematoma. Successful ivc filter removal.